Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.

Event description:
It was reported that, during an endovascular carotid reconstruction procedure in a patient diagnosed with a traumatic carotid-cavernous fistula (ccf), treatment was performed using a combined approach of coils, a flow diverter, and onyx embolic agent. During the deployment of one of the coils, the device detached prematurely before the detachment system was activated. As a result, a portion of the coil remained partially outside the target site aneurysm/fistula, extending into the lumen of the carotid artery. To address this, the physician implanted a pipeline flow diverter in the affected segment, successfully apposing the protruding coil segment against the vessel wall and maintaining luminal patency. The case was successfully completed. The patient is in stable condition. No clinical complications were reported as a result of this event.